Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose levels were reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.